Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery could not be charged. Customer's blood glucose ranged from 129-130 mg/dl. The customer reverted to an alternate pump for insulin therapy.